Event description:
It was reported that balloon rupture occurred. A 8.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.